Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. This MDR represents the ventralight st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex st mesh (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per operative notes, ¿a symptomatic umbilical hernia defect was reduced. The ventralex st mesh (device 1) was placed over the hernia defect and secured with sutures and tacks.¿ (B)(6) 2015 ¿ patient was diagnosed with recurrent ventral hernia and chronic pain thereby underwent laparoscopic repair with removal of ventralex st mesh (device 1) and implant of ventralight st mesh (device 2). Per operative notes, ¿the mesh (device 1) was curled and dissected free and removed from its curled position. The recurrent defect in the midportion was closed with sutures and round ventralight st mesh (device 2) was placed over the defect and then tacked and sutured.¿ (B)(6) 2017 - patient was diagnosed with pain thereby underwent laparoscopic repair with removal of mesh (device 2). Per operative notes, ¿adhesions of omentum onto midline along area of mesh (device 2) were reduced. The mesh (device 2) in the midline was removed, and flaps were raised in left upper quadrant and fascia was closed with sutures.¿